Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 2 months. The pump was not returned for evaluation as it was retained by the hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad on (B)(6). It was reported that on (B)(6), the patient developed abdominal fullness, nausea and vomiting. The patient was admitted into the hospital with an inr of 1.3 and a rising lactate dehydrogenase (ldh) level. The ramp echocardiogram revealed the inability to unload the left ventricle. On (B)(6), the ldh level was 2100 u/l. On (B)(6), the patient¿s pump was exchanged.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Hemolysis and right heart failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2017 patient admitted with a lactate dehydrogenase (ldh) of 718 and symptoms of heart failure. Ldh elevated to 2,140 while on IV anticoagulation therapy. Patient was having almost continuous low flow alarms.